Manufacturer narrative:
The reported event was patient related issue. A complete lead was returned in one piece for analysis. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented to the hospital for a system removal procedure due to severe pocket pain. The physician removed the entire system, including the pacemaker, right ventricular lead, and right atrial lead.